Event description:
During a diagnostic laparoscopic procedure, the diaphragm at the very top of the device came off and fell into the patient's abdomen. The piece was retrieved. There was no patient consequence. It was not noted how the case was completed.